Manufacturer narrative:
H1.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 300-800 and high levels of ketones. Reportedly, the customer also experienced neuropathy. The customer was hospitalized as a result. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.